Event description:
Customer was hospitalized for high bgs. The customer did receive a no delivery alarm but did not change the site or set at that time. On a returned call from the customer, the pump was tested with an empty reservoir and the pump did not alarm but the leadscrew did rotate. Customer will be changing set with permission from the nurse.